Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when the surgeon was putting the lens into the bag and a piece of the blue pre-loaded delivery system broke off into the eye with the lens (the trailing haptic pulled piece into eye). The surgeon was able to wash blue piece out of the eye. The case concluded with no problems. Additional information was provided, indicating that there was no patient harm. The blue foreign body was irrigated out of the intraocular space. Post-op visits were excellent. No hospitalization required.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced to the end of the nozzle tip. The tip of the plunger is broken and bent. The nozzle has a large aneurysm on the bottom of the tip. This extreme damage would indicate the plunger and lens were not in acceptable positions for advancement. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens remains implanted. A qualified viscoelastic was indication. The root cause for the observed plunger tip damage could not be determined. The plunger tip was broken on the bottom and the upper flange was bent /torn. The nozzle tip was also damaged, which is atypical. Force would be necessary to create the observed damage. The damage would indicate the plunger and lens were not in acceptable positions for advancement. Each plunger is inspected for damage during the manufacturing process. The observed damage would not have met release criteria. The manufacturer internal reference number is: (B)(4).